Event description:
It was reported that this right ventricular (rv) lead had rising thresholds at 2.8v. There were also observations of high pacing impedances at 1400 ohms, which was considered out of range based on labeling for this particular lead. The patient was not dependent on ventricular pacing, so the device outputs were reprogrammed to 4v with automatic capture feature programmed off. The plan was to continue to monitor at this time. The system remains in-service, and no adverse patient effects were reported.